Manufacturer narrative:
Concomitant products: product ID: 8840, serial# (B)(4), product type: programmer, physician.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that there was a change in catheter information from an 8709 catheter to an 8708. It was entered in error at the time of the pump replacement. The company that does the refills was to change it at the next refill. No surgical intervention occurred and no surgical intervention was planned. No symptoms were reported and the patient was considered to be "alive - no injury". No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.